Event description:
It has been reported to us that during the procedure the needle of the pressure gauge jumped up suddenly. The physician performed aspiration of the pt's vessel. The physician inserted a stent delivery catheter 3.0x18mm and inflated the balloon slowly with the inflation device and the needle of the pressure gauge started to move and then stopped moving at 12 atms. Then while the physician continued to apply pressure to the inflation device, the needle of the pressure gauge jumped suddenly to 16 atms. The physician immediately released the pressure in the stent delivery balloon. The physician completed to procedure. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.